Event description:
A health care provider reported via manufacturer representative that there were a waveform response and a sound response on the nim monitor partially during thyroid tumor removal, but they suddenly disappeared. Though the position of the tube was shifted, there was no reaction. There was a reaction after it was replaced to a new product. The procedure was delayed for 10 minutes. Upon follow up it was reported that there was no patient impact.

Manufacturer narrative:
H3: a continuity test was performed to verify the resistances of the tube electrodes from end to end were less than 200 ohms, per the assembly drawing. The actual measurements for both blue electrodes were over the specification and both red electrodes had no reading. Under magnification, the two red tube ink trace pads were off alignment and the adhesive insulation was insufficiently coating the silver traces. In the returned condition, there was an out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.